Event description:
Infusion sets, from this lot, have been leaking. Pt discovered the leakage, after waking up with high blood glucose (>600 mg/dl), and smelling insulin. Pt self-treated by changing infusion set, and continuing insulin therapy.